Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high voltage high lead impedance. Per the patient's request, the lead was not revised or explanted. No medical intervention or patient symptoms were reported. The patient would be followed up normally.